Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient presented to the facility with pocket hematoma and polymicrobial bacteremia. Fibrinous material was also found on the rv lead. There were no additional adverse patient effects reported. The rv lead was explanted.